Event description:
Information was received that reported a patient was hospitalized in 2007 due to hyperglycemia. The reporter stated the patient was taken to the hospital as he had high blood glucose with vomiting. He was treated with IV fluids and insulin, placed back on pump therapy with the same pump released later that day.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.